Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rubbed raw .there was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removal of the lv. Outcome of the irritation is unknown

Manufacturer narrative:
Not applicable